Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 failed to open. A field service engineer released all pockets, removed all debris from contacts, restarted the station, reseated all cables and connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system full-height drawer 6 failed. The customer stated that the reported malfunction occurred when user trying to issue medication to the patient there were no adverse events or injuries reported as a result of this event.